Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Analysis of device data was requested. Technical services discussed that this was a false positive explant indicator related to a software update and that all other device functions remain available. Additionally, it was noted that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. No adverse patient effects were reported. This pacemaker remains in service.